Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the surveillance would reboot whenever discharging or transferring a patient. There was no patient incident.

Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).